Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. Attempts have been made to gather all product identification information, and no further information has been provided. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. The following sections were corrected: d6; d10. D10: medical products: item#: unknown, unknown comprehensive micro stem; lot#: unknown. Item#: unknown, unknown glenosphere; lot#: unknown. Item#: unknown, unknown humeral tray; lot#: unknown. Item#: unknown, unknown taper adaptor; lot#: unknown. Item#: unknown, unknown screw; lot#: unknown. Item#: unknown, unknown screw; lot#: unknown. Item#: unknown, unknown screw; lot#: unknown. Item#: unknown, unknown bearing; lot#: unknown. H10: related report numbers: 0001825034-2025-01031. 0001825034-2025-01029. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: implant assembly of a left total shoulder arthroplasty with inferior position of the glenosphere after disassociation and associated glenohumeral dislocation. On (B)(6) 2025 x-ray identified the glenosphere disassociated from the baseplate. No trauma, fall, or incident identified. Patient became ill and infection was suspected. Several washouts were performed to address the infection, during which all implants except the baseplate were removed. On (B)(6), 2025, the baseplate was removed, and a cement spacer was added. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: medical products: item#: unknown, unknown comprehensive micro stem; lot#: unknown, item#: unknown, unknown glenosphere; lot#: unknown, item#: unknown, unknown humeral tray; lot#: unknown , item#: unknown, unknown taper adaptor; lot#: unknown, item#: unknown, unknown screw; lot#: unknown, item#: unknown, unknown screw; lot#: unknown, item#: unknown, unknown screw; lot#: unknown. G2: foreign: australia. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left shoulder arthroplasty on an unknown date. Approximately two (2) years after the patient's initial surgery the patient reported pain in their shoulder and upon x-ray the implants had disassociated. Subsequently, the patient was scheduled for a revision surgery when they began feeling ill and displayed signs and symptoms of an infection. The patient underwent an initial procedure to washout the shoulder and no implants were removed. Then the patient underwent a second washout procedure and the glenosphere implant was explanted from the patient. The patient underwent a third procedure where all implants except the baseplate was explanted from the patient. Finaly, the patient was septic and they underwent an additional procedure to treat the infection and remove the remaining baseplate and cement spacers were implanted into the patient.